Event description:
Customer reported differences between their sensor glucose and blood glucose readings. The customer's blood glucose was 39 mg/dl. The customer's sensor glucose was 85 mg/dl. The customer stated that her cannula was not bent. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-16308.